Manufacturer narrative:
The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a home patient experienced a connection issue between the patient line connector of the homechoice cassette and the female connector of a peritoneal dialysis (pd) transfer set. It was further described as "cannot remove the patient line from the transfer set". This occurred during use of devices for peritoneal dialysis therapy. There was no patient injury or medical intervention associated with this event. No additional information is available.